Event description:
Elderly male undergoing a micra pacemaker placement for bradycardia: a 27 french delivery sheath was in place for delivery of the device to the right atrium. A "delivery catheter" containing the micra device was inserted into the sheath and delivered to the right ventricle under fluoroscopy guidance. Per the procedure report, the delivery catheter advanced easily. Initial contrast injection showed the delivery system to be just above the right ventricular (rv) apex. The delivery catheter was pulled back and easily repositioned on the mid rv septum. Contrast injections were made showing the delivery capsule to be in good position. The pacemaker was deployed, and the delivery catheter pulled back slightly. Doctor noted that pacing and sensing thresholds were tested and noted as good. Contrast injections were made showing the delivery capsule to be in good position. The pacemaker was deployed. Pacing and sensing threshold tests were repeated, and noted to be good. The tether was cut and removed. The delivery catheter was withdrawn and removed. During pacing threshold testing, the patient was noted to have a low systolic blood pressure. Fluoroscopy was used to check for air in the rv; none was seen. A stat echocardiogram was completed showing a moderate sized anterior pericardial effusion. The pericardial space was tapped removing 100mls of blood. Despite these interventions, the patient continued to deteriorate. Resuscitative measures were continued. A pigtail drain was successfully placed, and bloody pericardial fluid withdrawn. External CPR and defibrillation were administered without improvement. Open cardiac massage was performed by cardiothoracic (CT) surgeon. Upon examination by the CT surgeon, a 2.5 cm laceration at the rv apex and a second 2.5 cm laceration in the rv outflow tract was found. Both lacerations were repaired but the patient continued to bleed. Despite prolonged resuscitative efforts, the patient expired. Per the procedure note, it is believed that.

Event description:
Elderly male undergoing a micra pacemaker placement for bradycardia: a 27 french delivery sheath was in place for delivery of the device to the right atrium. A "delivery catheter" containing the micra device was inserted into the sheath and delivered to the right ventricle under fluoroscopy guidance. Per the procedure report, the delivery catheter advanced easily. Initial contrast injection showed the delivery system to be just above the right ventricular (rv) apex. The delivery catheter was pulled back and easily repositioned on the mid rv septum. Contrast injections were made showing the delivery capsule to be in good position. The pacemaker was deployed, and the delivery catheter pulled back slightly. Doctor noted that pacing and sensing thresholds were tested and noted as good. Contrast injections were made showing the delivery capsule to be in good position. The pacemaker was deployed. Pacing and sensing threshold tests were repeated, and noted to be good. The tether was cut and removed. The delivery catheter was withdrawn and removed. During pacing threshold testing, the patient was noted to have a low systolic blood pressure. Fluoroscopy was used to check for air in the rv; none was seen. A stat echocardiogram was completed showing a moderate sized anterior pericardial effusion. The pericardial space was tapped removing 100mls of blood. Despite these interventions, the patient continued to deteriorate. Resuscitative measures were continued. A pigtail drain was successfully placed, and bloody pericardial fluid withdrawn. External CPR and defibrillation were administered without improvement. Open cardiac massage was performed by cardiothoracic (CT) surgeon. Upon examination by the CT surgeon, a 2.5 cm laceration at the rv apex and a second 2.5 cm laceration in the rv outflow tract was found. Both lacerations were repaired but the patient continued to bleed. Despite prolonged resuscitative efforts, the patient expired. Per the procedure note, it is believed that per the procedure note, it is believed that the second 2.5 cm laceration in the rv outflow tract likely occurred due to CPR.